Manufacturer narrative:
Pending investigation. Concomitant medical products: 160-00-14 - pf stem tapered plasma sz 14, (B)(4). 180-65-30 - alteon 6.5mm screw, 30mm, (B)(4). 186-01-54 - integrip cc, cluster 54mm, g2, (B)(4). 188-00-08 - wedge plasma s/o sz 8, (B)(4). Correction/removal number: z-1732-2022.

Event description:
As reported, the female patient had an initial right tha on (B)(6) 2019. The patient was revised on (B)(6) 2019 due to severe pain secondary to aseptic loosening of the femoral and acetabular implants. At the time of this revision the surgeon was unaware of the recall associated with the exactech novation cup/connexion gxl liner. The patient presented on 7/27/2022 following the receipt of a recall letter. X-rays showed eccentric polyethylene wear and it appeared that the femoral head has superiorly migrated a small amount. The surgeon indicated to the patient that he will need to revise the recalled exactech cup/and or liner in the future.

Manufacturer narrative:
Added information to d8 and e4. H6: investigation result - based on the available information, the patient meets the following risk criteria for early prosthesis wear/osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of risk factors. However, prosthesis wear cannot be confirmed as radiographs were not provided and the devices were not available for evaluation due to remaining implanted.